Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: uterus. / migration of essure device location of device: uterus / expulsion of essure device'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (with complications)') and premature labour ('pre term labor') in a 31-year-old female patient who had essure (batch no. B63028-inv,b53028-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multi gravida ((B)(6) 2009, 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2016), parity 4 ((B)(6) 2009, (B)(6) 2012, (B)(6) 2013, (B)(6) 2016) and miscarriage (had one miscarriage in 2010). Previously administered products included for an unreported indication: yaz. Concomitant products included omeprazole for acid reflux (oesophageal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), skin discolouration ("allergic or hypersensitivity reaction black spot / rashes or skin conditions"), feeling abnormal ("hormonal changes:- brain fog"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux."), irritability ("hormonal changes:- irritability") and depression ("psychological or psychiatric condition - depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), pelvic pain ("pain,"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, premature labour, skin discolouration, feeling abnormal, female sexual dysfunction, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight fluctuation, gastrooesophageal reflux disease, irritability and depression outcome was unknown and the pelvic pain and abdominal pain upper had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, allergy to metals, depression, device breakage, device expulsion, dyspareunia, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, irritability, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, skin discolouration, tooth disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in 2014: everything was closed off and looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: quality safety evaluation of product technical complaint. On 11-sep-2019: fu 2 and 3 were processed together. Pfs received. Reporter information added. After internal review, the events pregnancy with contraceptive device and premature labor were upgraded to incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: uterus/migration of essure device location of device: uterus/expulsion of essure device'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6) female patient who had essure (batch no. B63028,b53028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, multi gravida (B)(6) 2009, 2010, (B)(6) 2012, (B)(6) 2013, (B)(6) 2016), parity 4 (B)(6) 2009, (B)(6) 2012, (B)(6) 2013, (B)(6) 2016) and miscarriage (had (B)(6) miscarriage in 2010). Previously administered products included for an unreported indication: (B)(6). Concomitant products included omeprazole for acid reflux (oesophageal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), melanoderma ("allergic or hypersensitivity reaction black spot/rashes or skin conditions"), feeling abnormal ("hormonal changes:- brain fog"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain/loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux."), irritability ("hormonal changes:- irritability") and depression ("psychological or psychiatric condition - depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature labour ("pre term labor"), pelvic pain ("pain,"), nausea ("nausea"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, menorrhagia, genital haemorrhage, pregnancy with contraceptive device, premature labour, melanoderma, feeling abnormal, female sexual dysfunction, migraine, nausea, tooth disorder, allergy to metals, dyspareunia, vaginal discharge, weight fluctuation, gastrooesophageal reflux disease, irritability and depression outcome was unknown and the pelvic pain and abdominal pain upper had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, allergy to metals, depression, device breakage, device expulsion, dyspareunia, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, irritability, melanoderma, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature labour, tooth disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: as per follow up discrepancy note date of insertion: (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2014: everything was closed off and looked good.. On (B)(6) 2019: pfs received reporter information was added. Lot no was added. Case become incident injury nos replaced with new event added device breakage, device expulsion, pregnancy (with complications), device ineffective, preterm labor, genital bleeding, menorrhagia, vaginal bleeding, allergic or hypersensitivity reaction black spot, pelvic pain, brain fog, apareunia (inability to have sexual intercourse), migraine, nausea, dental problems, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain or loss, acid reflux, irritability, depression, stomach pain. Severity added stomach pain, pelvic pain. Event outcome added pelvic pain, stomach pain. Medical history, concomitant drug and lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.